Manufacturer narrative:
(B)(4). Evaluation summary: a companion sample was received unopened and was analyzed. No abnormalities were identified during visual inspection. Leak, clear passage, clamp functional, and integrity of the seal surface tests were all performed with no issues noted. The internal diameter of the patient connector measured below specification limitations. The problem was confirmed through sample analysis. The cause of the issue was a manufacturing defect. A CAPA record was opened to investigate the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set disconnected from the titanium adapter. This occurred during patient use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.